Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 ¿name: unknown. G4 - PMA/510(k) #: exempt. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during lithotripsy procedure for stone removal located in the right ureter, the basket of an ncircle tipless stone extractor (unknown lot) broke inside the patient. Another device was used to pull out the stone and small pieces of the basket. No pieces of the device were left in the patient. Additional information has been requested regarding the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrected information: medical device problem code (annex a), health effect - impact code (annex f). Event description: it was reported during lithotripsy procedure for stone removal located in the right ureter, the basket of an ncircle tipless stone extractor (unknown lot) broke inside the patient. Another device was used to pull out the stone and small pieces of the basket. No pieces of the device were left in the patient. Additional information has been requested regarding the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation - evaluation : reviews of documentation including instructions for use (IFU) and quality control procedures, as well as a visual inspection of the returned device were conducted during the investigation. One device returned without package or label. The returned device was found to have a basket that was heavily damaged. The basket was covered in biomatter. There were multiple broken wires. Portions of the basket wires had detached and were not returned. The ends of the broken basket wires had a melted and charred appearance, indicating exposure to a laser or other electrified instrument during use. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history records could not be completed due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) provides the following information to the user. Precautions · the device is conductive. Avoid contact with any electrified instrument. · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. The cause for the issue was determined to be likely due to an inadvertent user error. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.